Event description:
It was reported that during a ptca/stenting procedure, while attempting to deploy the stent, only the proximal site and distal site of the balloon inflated. The middle of the balloon did not inflate. The balloon finally did inflate at 14atm (contrary to IFU) and the stent was deployed. Even though the stent was deployed, the balloon would not deflate. The pt was experiencing ischemia, and the stent delivery sysem (sds) had to be removed without deflating the balloon. When the sds was pulled, the shaft separated. All of the devices were removed as a single unit and the separated portion of the shaft was retrieved. Reportedly, there was no pt injury.